Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: product analysis: the device was returned and evaluated by product analysis on 07/26/2017 with the following findings: review of the pump¿s black box revealed related alarms. During investigation, the pump alerted for a call-service 069 alarm. A flash chip failure was discovered. Unrelated to the complaint, a battery compartment crack was observed.